Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004, the patient underwent a surgery with diagnosis of annual tear with disc disruption and complaints of low back and left leg pain, l4-l5 left. Operation title: 1) laminectomy, discectomy l4-5. 2) posterior interbody fusion, l4-5. 3) lateral transverse process fusion, l4-5. 4) placement of machined intervertebral bones (peek) with rhbmp-2/acs, l4-5. 5) pedicle instrumentation, l4-5 . 6. Use of intraoperative fluoroscopy and interpretation of intraoperative radiographs. Per op-notes, with the disc space adequately decorticated, 3 cc of rhbmp-2/acs wrapped in morselized laminar autograft were packed anteriorly into the disc space followed by a 12 x 22 mm peek machined intervertebral bone spacer packed with an additional 2 cc of rhbmp-2/acs. This was done after a tangent chisel was used to a 12 mm width and appropriate depth and chiseled under fluoroscopy guidance. The transverse process of l4, l5 and lateral portion of the articulation were decorticated and a mixture of rhbmp-2/acs was packed laterally. This completed the lateral transverse process fusion. Following this, from a separate stab incision, 6.5 x 45 screws were placed into the l4 and l5 pedicles. Ap and lateral fluoroscopic views showed adequate position of the construct and a 40 mm rod was passed through a third stab incision and the construct locked into compression. The back was irrigated with bacitracin saline, the fascia closed with interrupted 0 vicryl sutures and subcutaneous tissue with 2-0 vicryl, and the skin with staples. A sterile dressing was placed, and the patient was sent to the recovery room in stable condition. On (B)(6) 2004, the patient presented for followup. The ap/ lateral view xrays of lumbar spine showed that the interbody bone to be in adequate position. On (B)(6) 2004, the patient presented for a followup with complaints of pain in left leg. The ap/ lateral view xrays of lumbar spine showed that the interbody bone to be in adequate position and the fusion mass showed early signs of consolidation. On (B)(6) 2004, the patient presented up for follow-up with complaints of ambulation difficulty. The x-rays showed the screw position to be adequate. On (B)(6) 2004, the patient presented for a follow-up with complaints of pain in her back and leg. The ap/lateral views x-rays of lumbar spine showed interbody device is showing solid signs of fusion. On (B)(6) 2004 <(>&<)> (B)(6) 2004, the patient presented for a follow-up with complaints of pain in her low back, buttocks, hips and legs. The patient also underwent ap/ lateral x-rays of the lumbar spine that showed her fusion mass to be consolidating. On (B)(6) 2004, the patient presented for a follow-up with complaints of pain in her low back, buttocks, left leg. Straight leg raise produced back and left leg pain. On (B)(6) 2004, the patient presented for a follow up with complaints of pain in low back, buttocks, hips and left leg. The patient also underwent ap/lateral x-rays of the lumbar spine that showed solid consolidation of her fusion mass. On (B)(6) 2005, the patient presented for a follow up with complaints of low back pain, buttocks pain and hip pain. Impressions: the patient had sustained a 30% impairment rating relative to her low back.